Manufacturer narrative:
Two devices were returned and evaluated. The evaluation results are as follows: 2 devices were received and evaluated for the complaint regarding the needle button released event. Device # 048287-a and device # 048287-b were received with the needle release button is in the unused position. Attempted to test the needle mechanism functions and verified the needle button issue. The complaint is confirmed for these devices and the cause is unknown.

Event description:
Patient reported experience with 5 v-go's where the needle button released on it's own. The patient stated she did not slide and press the needle release button in error.